Event description:
A home patient (hp) reported to baxter (B)(4) that there was a defective cassette. The hp reported that the connection between the patient line and the patient line connector leaks. The leak occurs through the connection site during draining but not during priming. The patient disconnected and changed the equipment (set). There was patient involvement. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number s12l15034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available, but the lot number was known, therefore a batch review can be performed. A follow-up report will be filed if any additional information becomes available.